Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's family member requested assistance in testing the implantable pulse generator (ipg) as they were having trouble with it. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the issue may have been with the patient's remote monitor.